Manufacturer narrative:
On 3/12/2019, mentor became aware that the incorrect information regarding the patient's race, suspect medical device, concomitant device, age at the time of event, date of event, date of implantation and date of explantation. On 4/1/2019, mentor became aware that the correct suspect medical device and concomitant device were: 375cc mentor smooth round moderate profile saline catalog: 3501660 lot: 7466654 sn: (B)(4). Concomitant device: 375cc mentor smooth round moderate profile saline catalog: 3501660 lot: 7318918 sn: (B)(4). Mentor also became aware that the patient's ethnicity was not hispanic/latino, the patient's age at the time of event was 55, date of event (B)(6) 2018, date of implantation of (B)(6) 2019, and date of explantation of (B)(6) 2019. On 4/9/2019, a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: 375cc mentor smooth round moderate profile saline, catalog: 3501660, lot: 5756053, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with two 375cc mentor smooth round moderate profile saline breast prostheses, experienced left side deflation post-operatively. As a result, the patient underwent removal on (B)(6) 2019. The patient experienced no accompanying symptoms.